Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event reported for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
A post op x-ray showed what looked to be a piece of an inserter. The patient was brought back to the o.r. Where it was removed.